Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the computer would not power on.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the configuration file was missing from the imaging system. The representative then restored the backup onto the imaging system. The representative then returned to the site and replaced the imaging system computer and power switching board. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not progress the initialization prompt when starting up. There was no patient present when this issue was identified. No additional information was provided.